Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they ran a manual test using a bspff set, and the pump passed the testing. They tried running a flush now, and initially got a flush error, then they observed air in the flush tube. Formula used was nestle fibersource ready to hang.

Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned for evaluation; however, two photos were received for review. The root cause could not be determined from the photos. We will continue to monitor related reports to determine if additional actions are necessary.